Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to the emergency room, inappropriate shocks due to noise were observed. The patient experienced no symptoms prior to shock. However, patient did experience typical short term symptoms from the therapy. The noise was large in amplitude and was reproducible. Hv therapy was disabled because the patient had the device for primary prevention and has never received therapy to treat an arrhythmia. Patient¿s condition was fine after device reprogramming.